Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4- premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified upper arm vessel. A 7.0 x 120, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.